Manufacturer narrative:
Device is a combination product. A visual examination of the stent found evidence of damage. Stent struts from proximal stent struts rows (1 to 7) were noted to be lifted and pulled in all directions. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing and/or withdrawal attempts to cross the lesion. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the hypotube shaft and a break situated at 24.0 cm distal to the distal end of the strain relief. This type of damages most likely occurred due to excessive force that was applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The chronic totally occluded, 2.25x44, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery. Following pre-dilatation with a semi-compliant balloon catheter, a 2.25 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion. A 3.5 6f guide extension catheter was delivered for back-up support but when the synergy stent was 2mm proximal to the lesion, significant resistance was encountered. The physician increased force to push the stent forward but the shaft broke. The device was withdrawn from the guide without difficulty and 2.25x24mm and 2.25x20mm synergy stents were successfully deployed. Post-dilatation was performed with a 2.25x15mm nc emerge balloon catheter to complete the procedure. No patient complications were reported and the patient status was stable.